Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that the daughter's insulin pump received a failed self-test alarm and completely reset while at camp. Blood glucose level at the time of the incident was unknown. The customer was advised that the insulin pump would be replaced. The device will be returned for analysis.

Manufacturer narrative:
Device received with constant rf pic failed selftest alarm due to a faulty connector on the rf board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to rf pic failed selftest alarm.